Event description:
A patient reported an ill-fitting aligner caused their bite to fall out of alignment and the patient developed an overbite and tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.